Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The reported issue was unable to be duplicated. The cartridge was loaded and the device ran with no issues occurring. The device was functioning properly.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump alarms to load the cartridge even after the cartridge has been replaced. There was no reported injury to the patient.